Manufacturer narrative:
Concomitant products: other cook products: fen-thoraco-abdominal-graft non-cook products: atrium stents, rosen wires, catheters, ansell sheaths. (B)(6). Initial reporter occupation: professor. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a reintervention procedure was required after a zenith flex with spiral-z technology aaa endovascular graft iliac leg migrated after implantation during a fevar procedure. The device and a zenith fenestrated graft were implanted together in late 2016. The fenestrated graft was reported to have migrated approximately 5 mm downwards and "had mis-aligned the bridging stents into the visceral vessels". It was stated that the graft was believed to not have "migrated more than a couple mm, but we were probably 5mm low already at the time of deployment". The surgeons had to "re-cannulate each fenestration and re-align using further bridging stents". The reason for reintervention was stated as the "precarious appearance of the visceral stents".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: upon completion of the investigation, this complaint was unable to be confirmed. It was determined that this device did not cause nor contribute to the graft migration/stent misalignment. Therefore, this event is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.